Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088672. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, pain, hard left breast, and breastfeeding difficulties.

Event description:
Patient reported via regulatory agency left side capsular contracture, baker grade "3.5," "swollen, hard left breast," "scar tissue so bad I couldn't breast feed my daughter," and pain "so bad I had a fear of cancer," and "breast was hard as a rock." Device remains implanted.